Event description:
It is reported that the device was implanted in 2008 and explanted on six months later, due to the pt having pain.

Manufacturer narrative:
Eval summary: the returned devices were reviewed. It was observed that there are third body particles on the distal half of the porous section of the stem, most likely bony in-growth. It was also observed that there are scratches around the insertion hole of the stem and there are gouges on one side of the neck below the taper possibly for insertion/extraction. The rec'd x-ray images were reviewed and it was observed that the images are blurred and no definitive conclusions can be drawn from the available images. The pt's age, weight, height, and activity level are unk. Surgery notes from the primary surgery are unavailable, and it is unk if the kinective femoral stem and neck were implanted with the correct orientation and correct fit per the surgical technique. The instruments used in the primary surgery are unk. Based on the above info and observations, pt pain may have been caused by one or more combination of the following mechanisms: improper selection of femoral components, misalignment of femoral stem/neck assembly, impingement of femoral stem/shell interface, extent of soft tissue tension, pt activity post-surgery, and physical adaption of implant. However, the exact cause for the current situation can not be conclusively determined. Device history records indicate all components were manufactured and inspected to spec.